Event description:
Customer reported via phone, she was attempting to bolus when the numbers kept scrolling. Customer attempted to stop it by pressing the up arrow, esc, and act buttons but it wouldn't respond. Customer replaced the battery and it alarmed failed battery test and was able to get into the main menu but couldn't navigate through it. Customer's blood glucose was 251 mg/dl. Customer doesn't recall any significant event which may have caused the keypad issue. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.